Manufacturer narrative:
This report is submitted on january 13, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on an unknown date. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure (as per the device analysis report). This report is submitted on january 5, 2021.